Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 385 mg/dl, 120 mg/dl, and 300 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer has discarded the meter and test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.